Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder were having insufficient blood flow. There was no report of medical intervention or serious injury.